Event description:
It was reported that the lcd up button is not working. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the mrx kit display 3 & face plate assy, which was replaced and the device was returned to full functionality. The display cover was replaced as standard servicing for replacement of the display assembly. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the lcd up button is not working. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the mrx kit display 3 & face plate assy, which was replaced and the device was returned to full functionality. The display cover was replaced as standard servicing for replacement of the display assembly. The device remains at the customer site and no further evaluation is warranted at this time.